Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back repeating stimulation was turning off and that they met with a manufacturer representative (rep) and the rep couldn't find anything wrong with the ins, the rep checked the adaptive stim settings as well and everything looked good. They called back again with their equipment and stated they typically charge stimulation in the morning and afternoon. The patient stated they will charge with the stimulation at 30-40% until the stimulator battery is fully charged, and they keep the stimulation on and when the stimulation turns off they wakeup hurting and can hardly move. The patient stated they will check the stimulator with the controller and the controller indicates the stimulation is off, and the controller is next to them on their night stand overnight. The controller was 100% and stimulator was 80% during the call. A replacement controller was sent out for the stimulation turning off, and the patient was instructed to continue to work with the rep regarding the stimulation turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The patient reported that their controller had turned off their stimulation during the night, and that had happened 2-3 times, starting 2-2.5 weeks ago. Pt said when the issue occurred, they would look at controller in the morning, and both batteries would be fully charged. The patient clarified and said that the screen would not say stimulation is off; however, pt said when they unlocked controller, the bar on the left of the programs (understood as the group) would not be lit up. Pt also said they did have adaptivestim programmed in. Pt mentioned the issue was frustrating as it would take them 2-3 days to get back what they lost in range of motion after stimulation turned off. The circumstances that led to the reported issue were asked but unknown. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pss (patient services specialist) reviewed to take notes when the issue occurred and follow up with hcp/rep to check ins.